Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric device underinfused. The device did not fully drain over 24 hours and there was still drug left in it. There was no report of patient injury or medical intervention associated with this event. No additional information is available.